Event description:
It was reported to philips that system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and found defective ippc. Review of system log file indicated ippc failure. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc, reinstalled the software (sw) and recreated the image disks by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes have been updated based on the investigation's outcome.